Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving lioresal 500mcg/ml at 250mcg/day via an implantable device. The indication for use was intractable spasticity. It was reported that the healthcare provider was not able to fill the pump completely when he was pushing the drug from the second 20ml syringe. Per the physician the issue was the .22 micron filter which was preventing him from able to push drug in.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.